Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 5:30 pm. The patient reportedly manages her diabetes with an unknown type/dose of oral medications and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that immediately after the issue began, she developed symptoms of feeling ¿sick to stomach, shaky and faint¿ but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.